Event description:
It was reported that during an implant procedure, the lead used was noted to have its helix bent. Physician expressed user concern. The lead was replaced to complete the procedure. No adverse patient consequences were reported.